Event description:
Ez io driver would power down during insertion of io needle. Tried twice with partial drill power and completed insertion with twisting and manpower. Placement was good with marrow return and able to utilize io needle for epinephrine. Removed driver from service and place loaner into service and ordered replacement from company representative. Driver continued to show green light after incident for a while and then started showing red. Green light indicates full function. Red light indicates 10% battery remaining. Purchased driver in 2014 and company tech rep and sales rep indicated should be good for 10 years or 500 insertions. We only place about 10-20 per year in the field. Please note, this was a transport in lieu of a rescue and this report in no way implies the device was germane to the outcome. It is just that in a typical need the device is critical. Manufacturer response for intraosseous vascular access system, ez-iog3 power driver (per site reporter): tech rep & sales rep indicate it should be good for 10 years or 500 insertions. We only place about ten to twenty insertions per year in field.